Manufacturer narrative:
(B)(4). Additional information requested and received: I was not in the case. This case was communicated to me months after the original initial case. The hospital said they do not have a protocol for patients being brought back to surgery weeks after the initial surgery. The surgeon is claiming its the ethicon stapler fault. What is the current patient status? I do not know. Were there any issues intra-operatively? During the initial case there were no issues with ethicon stapling products. Where was the exact site of the leak? There was no leak associated with initial case. How was leak address? N/a were there any issues with staple formation? No issues with staples during initial case. What was the appearance of the deployed staples? N/a

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Unknown, assumed first day of month that complaint was reported. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the current patient status? Were there any issues intra-operatively? Where was the exact site of the leak? How was leak address? Were there any issues with staple formation? What was the appearance of the deployed staples?

Event description:
It was reported that during the initial sleeve gastrectomy procedure the procedure was completed with no issues or patient consequence. Five to ten days post-op the patient was taken back into the or for an additional procedure. Unknown why they were taken back to the operating room or what occurred in the operating room. Unknown current patient consequence.